Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer loaded the cartridge with cold insulin. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 343 mg/dl.